Event description:
Distributor reported a malfunction with a customer's pump in norway, as noted on january 27, 2026. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support (cts) decided to replace the pump, which was under warranty, and instructed the customer to use multiple daily injections (mdi) as a backup therapy. Cts confirmed the shipping address, instructed the caller on returning the pump in storage mode, and ensured a pre-paid label was provided for the pump's return within 10 days. A replacement pump with a new serial number was arranged for the customer.